Event description:
The customer alleged while performing bed checks, the audio alarm function did not operate when expected after passing the first round of checks. The mallinckrodt customer support engineer(cse) inspected the device and could not duplicate or verify the malfunction. The cse replaced the audio alarm assembly. The unit passed extended self testing. It is not verified that the audio alarm did not function as expected, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.